Event description:
The article, "transcatheter closure of an aortic root pseudoaneurysm following coronary artery bypass grafting", was reviewed. This article presented a case study of a male patient with a history of epigastric pain, nausea, shortness of breath, hypertension, type 2 diabetes mellitus, chronic kidney disease, coronary artery disease, aortic valve endocarditis, aortic root abscess complicated by a pseudoaneurysm. An amplatzer duct occluder ii was selected for implant on an unknown date to treat a recurrent aortic root pseudoaneurysm. The device was implanted. Post-implant angiography confirmed near-complete occlusion of the pseudoaneurysm. A 3x15mm papyrus covered stent was deployed for additional sealing. The patient was transferred to the intensive care unit for monitoring. The patient remained hemodynamically stable and was discharged on dual antiplatelet therapy. A repeat computed tomography (CT) revealed full sealing of the pseudoaneurysm. [The primary and corresponding author was denizhan ozdemir, university of rochester medical center, rochester, new york, USA, with corresponding e-mail: denizhanozdemir@ outlook. Com.]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: transcatheter closure of an aortic root pseudoaneurysm .following coronary artery bypass grafting. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.